Manufacturer narrative:
The manufacturer has not yet received devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported on (B)(6) 2015, that the hospital complained that 2 packages of cbs micro comp scr 12 mm cann contained screw with wrong size.